Manufacturer narrative:
On 12-oct-2016 product investigation results: reporter returned eight toothbrush heads on (B)(6) 2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Mouth bleeding [mouth haemorrhage], pin was protruding from the slot at the back of the toothbrush head-mouth bleeding [injury associated with device], pin was protruding from the slot at the back of the toothbrush head [device breakage], product counterfeit [product counterfeit]. Case description: a husband reported via e-mail on (B)(6) 2016 that his wife of unspecified age had been using an oral-b power oral care refills precision clean for about a week, and one morning she noticed that her mouth was bleeding. The husband described that on closer inspection, it was found that a pin was protruding from the slot at the back of the toothbrush head; he stated that it would appear that the function of this pin was to attach the rotating head to the drive shaft. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2016 received follow-up e-mail from husband: the husband reported that his wife had suffered no lasting ill effects, and she still had every confidence in oral-b products, having used them for many years. The case outcome was recovered. No further information was provided.

Manufacturer narrative:
Reporter returned an unspecified number of toothbrush heads on 27-sep-2016. Product investigation is in progress.

Event description:
Mouth bleeding [mouth haemorrhage]. Pin was protruding from the slot at the back of the toothbrush head-mouth bleeding [injury associated with device]. Pin was protruding from the slot at the back of the toothbrush head [device breakage]. Case description: a husband reported via e-mail on (B)(6) 2016 that his wife of unspecified age had been using an oral-b power oral care refills precision clean for about a week, and one morning she noticed that her mouth was bleeding. The husband described that on closer inspection, it was found that a pin was protruding from the slot at the back of the toothbrush head; he stated that it would appear that the function of this pin was to attach the rotating head to the drive shaft. The case outcome was unknown. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. (B)(6) 2016 received follow-up e-mail from husband: the husband reported that his wife had suffered no lasting ill effects, and she still had every confidence in oral-b products, having used them for many years. The case outcome was recovered. No further information was provided.